Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead tip was deformed and could not be fixed. Also it was noted that both sheaths could not be withdrawn and were deformed. The replacement rv lead exhibited deformation of the tip also. The rv lead and both sheaths were attempted not used  and replaced. The replacement rv lead remains in use. No patient complications have been reported as a result of this event.